Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample will be retained by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that after a successful scheduled retrieval of an ivc filter, it was observed that one of the filter feet was missing from the filter. The location of the detached component could not be determined. The pt is currently asymptomatic.